Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they were delivering a bolus when the insulin pump suddenly alarmed. The insulin pump¿s screen stayed normal but had a black dot. They pressed the buttons but they were not reacting anymore. They replaced the battery but there was still no reaction. The customer¿s blood glucose during the incident was 14 mmol/l. The insulin pump is not expected to be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarm anomaly during testing. All buttons functioning properly no damage on the keypad assembly. Inspected the connector on lcd and no unlock keypad connector. No frozen screen noted.